Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) hypoglycemia his blood glucose levels reached 18 mg/dl [hypoglycaemia]. Cartridge holder was broken [device breakage] . Case description: study ID: (B)(6). Study description: trial title: main objective of the programme is to help patients to understand their diabetes and maintain normal life through qualified educators who offer simple and practical information directly to the patients and also, train patients on how to use their insulin devices and needles etc. Patient's height, weight and body mass index not reported this serious solicited report from egypt was reported by a consumer as "hypoglycemia his blood glucose levels reached 18 mg/dl(hypoglycemia)" with an unspecified onset date , "cartridge holder was broken(device breakage)" with an unspecified onset date and concerned a male patient who was treated with novopen 3 (insulin delivery device) from unknown start date for "device therapy", , mixtard penfill (insulin human) suspension for injection (dose, frequency & route used - 90 iu, qd(dose: 40 iu, 30 iu, 20 iu)) from unknown start date for "product used for unknown indication", medical history was not provided. On an unknown date, the pen was broken and by investigation, it was found that the cartridge holder was broken. On an unknown date, the patient fainted due to a hypoglycemia and as per patient description his blood glucose levels reached 18 mg/dl. He was not hospitalized. Batch numbers: novopen 3: requested mixtard penfill: requested; action taken to mixtard penfill was not reported. The outcome for the event "hypoglycemia his blood glucose levels reached 18 mg/dl(hypoglycemia)" was not reported. The outcome for the event "cartridge holder was broken(device breakage)" was not reported. Reporter's causality (novopen 3) - hypoglycemia his blood glucose levels reached 18 mg/dl(hypoglycemia) : unknown. Cartridge holder was broken(device breakage) : unknown. Company's causality (novopen 3) - hypoglycemia his blood glucose levels reached 18 mg/dl(hypoglycemia) : possible. Cartridge holder was broken(device breakage) : possible. Reporter's causality (mixtard penfill) - hypoglycemia his blood glucose levels reached 18 mg/dl(hypoglycemia) : unknown. Cartridge holder was broken(device breakage) : unknown. Company's causality (mixtard penfill) - hypoglycemia his blood glucose levels reached 18 mg/dl(hypoglycemia) : possible. Cartridge holder was broken(device breakage) : possible.

Event description:
Case description: investigational result: novopen 3 - batch unknown no investigation was possible, because neither sample nor batch number was available. Mixtard penfill - batch unknown no investigation was possible, because neither sample nor batch number was available. Since last submission following information was added: -investigational result added -imdrf codes updated -narrative updated accordingly final manufacturer's comment: the suspected device novopen 3 has not been returned to novo nordisk and batch number is also unavailable. Batch trend analysis or reference sample analysis not performed. With very limited information regarding the patients handling of the suspected device reported in the case, it is not possible to elucidate a clear root cause for the experienced adverse event of hypoglycaemia. Company comment: hypoglycemia is assessed as listed event according to novonordisk current reference safety information on mixtard. With the known safety and pharmacological properties of the suspect, the occurrence of reported event cannot be ruled out. Thus, hypoglycemia is assessed as possibly related to the suspect. This single case report is not considered to change the current knowledge of the safety profile of mixtard. H3 continued: evaluation summary novopen 3 - batch unknown no investigation was possible, because neither sample nor batch number was available. If possible, please forward the reported product(s) for further investigations.